Event description:
It was reported that a patient underwent a fascia replacement and hernia repair procedure on an unknown date and suture was used. Post operatively, the patient reacted with a lot of local pain and inflammation on the skin. At the beginning, the surgeon thought it was an allergic reaction to the suture, but the patient still has pain and skin inflammation ten months later. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.